Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. The simulated treatment was performed and completed without any problems occurring. The valve actuation, system air leak and patient sensor checks passed. The load cell value and verification was within tolerance. External visual inspection revealed no sign of damage. The heater/scale was not obstructed. No discrepancies encountered in the internal inspection. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient in and reported drain complications. During this call, a high drain volume was noted. There was no report of patient injury. Drain 0: 971, fill 1: 0 drain 1: 665, fill 2:2496, drain 2: 5176, fill 3: 2507, drain 3: 64, and stat drain: 2506. The reported drain volume was 5176; 207% over the expected drain volume which resulted in a reportable device malfunction.